Event description:
It was reported to philips that the system would not switch on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not switching on. The rse found the host pc to be defective after checking the system. The host pc was replaced in another case ID as the system was not reachable on the prs (philips remote services) in the current case ID. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.